Manufacturer narrative:
Findings: pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to performed occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 237 mg/dl. Customer was treated for high blood glucose with insulin from the pump. The customer was explained the 2 high blood glucose rule. Customer was already going to change her set and use new insulin because the insulin she was currently using is cloudy. Customer stated that when she finds the clamps, she will call back to do the high pressures test.